Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The marker lumen blockage was not confirmed as the marker lumen was successfully flushed. The reported marker lumen blockage and treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that suture placement with a proglide device was attempted in a common femoral artery via 6fr sheath using the preclose technique prior to a transcatheter aortic valve implantation (tavr) procedure. Reportedly, the proglide device was flushed prior to use. The proglide device was successfully placed; however, blood flow was not achieved. Two additional proglide devices were used for successful suture placement using the preclose technique. The sheath was upsized to 14fr and the tavr procedure was completed. Hemostasis was achieved using the pre-placed sutures from proglide devices. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.